Event description:
The external device displayed early replacement indicator. The company rep confirmed that the ipg was inoperable, as a result the ipg was explanted and replaced. Therapy was restored post- operatively.